Manufacturer narrative:
G4:23dec2020 b4:(B)(6)2020 the touchscreen assembly was returned for evaluation. Visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the touch screen assembly into a fi ventilator to duplicate the reported issue. During the unit testing the touchscreen assembly was installed in the fi test ventilator and the customer complaint could not be verified. Resistance measurement all passed. After calibration, all buttons respond correctly with no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 08 jun 2020.

Event description:
It was reported that the unit's touch panel failed. It was also reported that there was a difference between a set pressure and the waveform display. The device was in use at the time of the event; however, there was no patient harm. The patient was changed to another ventilator. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician attempted to calibrate the touchscreen; however the issue persisted. The technician was unable to duplicate the reported pressure-waveform display error. The service technician replaced the touchscreen and the touchscreen misalignment was resolved. The technician confirmed there was no abnormality with the pressure and waveform display.